Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient stopped recharging the ipg because she underwent an unrelated procedure. The patient left her charging system at home hence she did not recharge the ipg from that day forward hence the ipg is inoperable. The patient underwent surgical intervention on (B)(6) 2018 where the ipg was removed and replaced. Postoperatively therapy has been resumed.